Manufacturer narrative:
Analysis of the pump found pump motor gear train anomaly corrosion, and/or wear, and/or lubrication, as well as pump motor gear train anomaly stall due to shaft-bearing.

Manufacturer narrative:
(B)(4).

Event description:
It was reported there was a motor stall that never recovered. The logs were checked as diagnostic testing and showed intermittent motor stalls. There were 11 motor stalls and recoveries present in the logs from (B)(6) 2014, but the final stall on (B)(6) 2014 did not recover . The pump was replaced on (B)(6) 2014-08-19 and the patient was now receiving effective therapy. Patient symptoms were unknown at this time. The pump was used to deliver morphine. If additional information is received a follow-up report will be sent.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that the patient was also taking oral fentanyl and morphine sulfate at the time of the event. The patient had withdrawal syndrome due to the motor stall.

Manufacturer narrative:
(B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.